Manufacturer narrative:
The device was returned to the manufacturer on 28-august-2019. The complaint was not confirmed. The unit passed performance verification testing and delivery accuracy testing. A 12-month service history was performed and there were no similar complaints.

Manufacturer narrative:
The device is expected to return to the manufacturer for investigation; it has not been received.

Event description:
The event involved a report stating that the pump did not infuse the unspecified medication as programmed, it under infused. The customer indicated that there were no other issues. There was a patient involved, however, there was no harm or adverse event.